Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump stopped working. She changed the infusion set three times and her blood glucose level was still running high. Customer's blood glucose level was 420 mg/dl. The customer was hospitalized due to high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. The customer was dizzy, nauseous, and her hands were cramped up. It was possible she experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. She believed the hospitalization occurred 4 years ago. The customer saw an air bubble in the tubing length. The device was not returned.